Manufacturer narrative:
The company representative replaced the hard drive. The system was tested to factory specifications. It functioned normally and was returned to use.

Event description:
The customer reported that while the central station was in use monitoring patients along with ambulatory telepacks, the central went to a blue screen. The customer attempted to reset the central and the system froze. They attempted to reset the system again and received an error message that, a drive failure had occurred. No patient injury was reported.